Event description:
In 2006 the lay-user/pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. The medical affairs specialist spoke to the pt four days later to obtain/verify information. In april for three days the pt "bottomed-out" each day, early in the morning. The pt tests himself once a day after dinner and takes sliding-scale insulin dosages based on the results he obtains. During one of thosse three days, the pt recalled getting a reading of 306 mg/dl after dinner. Based on his sliding-scale insulin regimen, the pt gave himself 18 units of nph and 18 units of regular insulin. Around 2:00-3:00 am that morning, the pt woke up sweating. He tested his blood glucose and got an unspecified low reading. On each of the other two nights, he woke up with the same symptom of sweating, tested his blood glucose, and got very low readings. He recalled getting readings of 32 mg/dl (04/16/06) and 40 mg/dl (04/17/06). Immediately after each hypoglycemic episode started, the pt consumed a teaspoon of sugar and drank milk. This treatment relieved his symptoms during each episode and allowed him to go back to sleep. He never called the paramedics in case and was not hospitalized. Before goin to bed on each of the three days, he admitted to eating full dinners, did not have any symptoms, and continued to follow his sliding-scale insulin regimen. The pt, however, was unable to provide the specifics of the insulin regimen. As a result of getting 3 hypoglycemic episodes in a row, the pt started feeling as though the meter was reading inaccurately high. He does not take any other medications for his diabetes. The customer care advocate (cca) verified that the pt was using the correct techniques for cleaning and testing with the meter. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: on three separate days, the pt obtained relatively high blood glucose readings on the meter, took sliding-scale insulin dosages based on the results, and had hypoglycemic events hours later.